Manufacturer narrative:
Initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736 -2162) on 01-nov-2015. The most recent information was received on 16-jul-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain"), endometrial adenocarcinoma ("complex endometrial hyperplasia with atypical endometrial endocarcinoma"), middle east respiratory syndrome ("mersa"), depression suicidal ("sadness and suicidal thought"), staphylococcal infection ("staph infections"), drug dependence ("narcotic use") and cardiac flutter ("heart flutters") in a 38-year-old female patient who had essure (ess205) (batch no. 824471 invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she not use any birth control or contraception at any time following your essure placement procedure". The patient's past medical history included sterilisation reversal, delivery in 2003, ovarian cyst, multigravida, live birth in 1988, live birth in 1990, live birth in 2003 and panic disorder from 1997 to 2011. She denied of any complications of pregnancy or delivery. She also denied that she never had any problems that occurred at the time of her essure placement procedure. Previously administered products included for massive panic disorder: xanax from 1997 to 2011; for an unreported indication: ortho tricyclen from 1994 to 2006, yaz in 2005, nuvaring in 2003 and iud in 2003. Concomitant products included fluoxetine, trazodone and valaciclovir. In 2007, the patient experienced abdominal pain upper ("massive stomach pain / stomach pain cramping /contraction feelings in stomach"), back pain ("back pain / back pain cramping"), headache ("headache") and pain in extremity ("leg dull ache"). In (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced staphylococcal infection (seriousness criterion medically significant), urticaria ("breaking out in hives"), the first episode of eye swelling ("eyes swollen shut"), burning sensation ("burning"), pruritus ("itching"), pain of skin ("stinging skin"), arthralgia ("joint pain") and eye irritation ("burning eyes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometrial adenocarcinoma (seriousness criterion medically significant), middle east respiratory syndrome (seriousness criterion medically significant), depression suicidal (seriousness criterion medically significant), drug dependence (seriousness criterion medically significant), cardiac flutter (seriousness criterion medically significant), procedural pain ("essure placement was painful"), the first episode of dyspareunia ("pain during and after intercourse / painful intercourse /severe pain during intercourse/ sex pain"), the first episode of feeling abnormal ("brain shocks"), confusional state ("confusion"), depression ("depression"), the second episode of feeling abnormal ("brain fog"), furuncle ("boils"), mass ("knots on face and head"), alopecia ("hair loss"), fatigue ("exhaustion"), swelling face ("face swelling"), anxiety ("anxiety/ mental anguish"), pain ("body aches / physical pain"), muscle spasms ("muscle spasms / leg and foot cramps"), abdominal distension ("bloating"), weight fluctuation ("weight gain and loss"), amnesia ("memory loss"), rash vesicular ("rashes with blisters"), tooth disorder ("teeth problems"), dysgeusia ("metal taste in mouth"), urine odour abnormal ("urine smelt like metal"), disturbance in attention ("loss of concentration"), hyperhidrosis ("night and day sweats"), body temperature fluctuation ("temperature fluctuations"), illness anxiety disorder ("hypochondriac"), back disorder ("back problems"), the first episode of restless legs syndrome ("restless leg syndrome"), migraine ("migraines"), swelling ("body swelling"), the second episode of eye swelling ("eye swelling shut"), photophobia ("sensitivity to light (eyes)"), attention deficit/hyperactivity disorder ("adhd"), hirsutism ("excessive hair growth on face and neck"), tremor ("hands shake"), menorrhagia ("heavy menstrual cycles"), dry eye ("dry eyes"), nausea ("nausea"), dyspepsia ("heart burn"), gastrointestinal disorder ("bowl issues"), the first episode of hypoaesthesia ("numbness"), neuralgia ("nerve pain"), panic disorder ("massive panic disorder"), syncope ("fainting"), affective disorder ("mood disorders"), meralgia paraesthetica ("meralgia paresthetica"), vitamin d deficiency ("vitamin d deficiency"), hypoglycaemia ("hypoglycemia"), food allergy ("food sensitivities"), multiple chemical sensitivity ("chemical sensitivities"), insomnia ("insomnia"), lymphadenopathy ("swollen glands"), vision blurred ("blurred vision"), acne ("acne"), hypersensitivity ("allergic reaction"), increased tendency to bruise ("unexplained easy bruising"), tinnitus ("ringing in ears"), urinary tract infection ("uti"), pruritus generalised ("itching all over"), eye disorder ("weak eyes"), the second episode of hypoaesthesia ("numbness in hands and feet"), the second episode of dyspareunia ("severe pain during intercourse"), allergy to metals ("hypersensitivity reaction to nickel"), injury ("suffering associated with her physical injuries"), the second episode of restless legs syndrome ("restless leg syndrome") and fear of death ("scared to death"). The patient was treated with hydrocodone, carisoprodol (soma), obetrol (adderall), alprazolam (xanax), surgery (left salpingo-oophorectomy and right salpingectomy.) And surgery (hysterectomy). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain, staphylococcal infection, headache, burning sensation, pruritus, pain of skin, arthralgia and eye irritation had not resolved, the endometrial adenocarcinoma, middle east respiratory syndrome, depression suicidal, cardiac flutter, confusional state, depression, the last episode of feeling abnormal, alopecia, fatigue, anxiety, pain, muscle spasms, abdominal distension, weight fluctuation, amnesia, rash vesicular, tooth disorder, dysgeusia, urine odour abnormal, disturbance in attention, hyperhidrosis, body temperature fluctuation, back disorder, migraine, swelling, the last episode of eye swelling, photophobia, attention deficit/hyperactivity disorder, hirsutism, tremor, menorrhagia, dry eye, nausea, dyspepsia, gastrointestinal disorder, neuralgia, panic disorder, syncope, affective disorder, meralgia paraesthetica, vitamin d deficiency, hypoglycaemia, food allergy, multiple chemical sensitivity, insomnia, lymphadenopathy, vision blurred, acne, hypersensitivity, increased tendency to bruise, tinnitus, urinary tract infection, pruritus generalised, the last episode of dyspareunia and urticaria had resolved and the drug dependence, procedural pain, abdominal pain upper, back pain, furuncle, mass, swelling face, illness anxiety disorder, eye disorder, the last episode of hypoaesthesia, allergy to metals, pain in extremity, injury, the last episode of restless legs syndrome and fear of death outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, acne, affective disorder, allergy to metals, alopecia, amnesia, anxiety, arthralgia, attention deficit/hyperactivity disorder, back disorder, back pain, body temperature fluctuation, burning sensation, cardiac flutter, confusional state, depression, depression suicidal, disturbance in attention, drug dependence, dry eye, dysgeusia, dyspepsia, endometrial adenocarcinoma, eye disorder, eye irritation, fatigue, fear of death, food allergy, furuncle, gastrointestinal disorder, headache, hirsutism, hyperhidrosis, hypersensitivity, hypoglycaemia, illness anxiety disorder, increased tendency to bruise, injury, insomnia, lymphadenopathy, mass, menorrhagia, meralgia paraesthetica, middle east respiratory syndrome, migraine, multiple chemical sensitivity, muscle spasms, nausea, neuralgia, pain, pain in extremity, pain of skin, panic disorder, pelvic pain, photophobia, procedural pain, pruritus, pruritus generalised, rash vesicular, staphylococcal infection, swelling, swelling face, syncope, tinnitus, tooth disorder, tremor, urinary tract infection, urine odour abnormal, urticaria, vision blurred, vitamin d deficiency, weight fluctuation, the first episode of dyspareunia, the first episode of eye swelling, the first episode of feeling abnormal, the first episode of hypoaesthesia, the first episode of restless legs syndrome, the second episode of dyspareunia, the second episode of eye swelling, the second episode of feeling abnormal, the second episode of hypoaesthesia and the second episode of restless legs syndrome to be related to essure (ess205). The reporter commented: the removal date of essure was reported as (B)(6) 2015 ( as per pfs) and (B)(6) 2016 ( as per medical records). Cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one/ones were reported via social media: fear of death, restless leg syndrome. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality department confirmed lot number is invalid - no update of ptc investigation will be performed. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736 -2162) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain"), endometrial adenocarcinoma ("complex endometrial hyperplasia with atypical endometrial endocarcinoma"), middle east respiratory syndrome ("mersa"), depression suicidal ("sadness and suicidal thought"), staphylococcal infection ("staph infections"), drug dependence ("narcotic use") and cardiac flutter ("heart flutters") in a 38-year-old female patient who had essure (ess205) (batch no. 824471) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sterilisation reversal, delivery in 2003, ovarian cyst, multigravida, live birth in 1988, live birth in 1990, live birth in 2003 and panic disorder from 1997 to 2011. She denied of any complications of pregnancy or delivery. She also denied that she never had any problems that occurred at the time of her essure placement procedure. Previously administered products included for massive panic disorder: xanax from 1997 to 2011; for an unreported indication: ortho tricyclen from 1994 to 2006, yaz in 2005, nuvaring in 2003 and iud in 2003. Concomitant products included fluoxetine, trazodone and valaciclovir. In 2007, the patient experienced abdominal pain upper ("massive stomach pain / stomach pain cramping /contraction feelings in stomach"), back pain ("back pain / back pain cramping"), headache ("headache") and pain in extremity ("leg dull ache"). In july 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced staphylococcal infection (seriousness criterion medically significant), urticaria ("breaking out in hives"), the first episode of eye swelling ("eyes swollen shut"), burning sensation ("burning"), pruritus ("itching"), pain of skin ("stinging skin"), arthralgia ("joint pain") and eye irritation ("burning eyes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometrial adenocarcinoma (seriousness criterion medically significant), middle east respiratory syndrome (seriousness criterion medically significant), depression suicidal (seriousness criterion medically significant), drug dependence (seriousness criterion medically significant), cardiac flutter (seriousness criterion medically significant), procedural pain ("essure placement was painful"), the first episode of dyspareunia ("pain during and after intercourse / painful intercourse /severe pain during intercourse/ sex pain"), the first episode of feeling abnormal ("brain shocks"), confusional state ("confusion"), depression ("depression"), the second episode of feeling abnormal ("brain fog"), furuncle ("boils"), mass ("knots on face and head"), alopecia ("hair loss"), fatigue ("exhaustion"), swelling face ("face swelling"), anxiety ("anxiety/ mental anguish"), pain ("body aches / physical pain"), muscle spasms ("muscle spasms / leg and foot cramps"), abdominal distension ("bloating"), weight fluctuation ("weight gain and loss"), amnesia ("memory loss"), rash vesicular ("rashes with blisters"), tooth disorder ("teeth problems"), dysgeusia ("metal taste in mouth"), urine odour abnormal ("urine smelt like metal"), disturbance in attention ("loss of concentration"), hyperhidrosis ("night and day sweats"), body temperature fluctuation ("temperature fluctuations"), illness anxiety disorder ("hypochondriac"), back disorder ("back problems"), the first episode of restless legs syndrome ("restless leg syndrome"), migraine ("migraines"), swelling ("body swelling"), the second episode of eye swelling ("eye swelling shut"), photophobia ("sensitivity to light (eyes)"), attention deficit/hyperactivity disorder ("adhd"), hirsutism ("excessive hair growth on face and neck"), tremor ("hands shake"), menorrhagia ("heavy menstrual cycles"), dry eye ("dry eyes"), nausea ("nausea"), dyspepsia ("heart burn"), gastrointestinal disorder ("bowl issues"), the first episode of hypoaesthesia ("numbness"), neuralgia ("nerve pain"), panic disorder ("massive panic disorder"), syncope ("fainting"), affective disorder ("mood disorders"), meralgia paraesthetica ("meralgia paresthetica"), vitamin d deficiency ("vitamin d deficiency"), hypoglycaemia ("hypoglycemia"), food allergy ("food sensitivities"), multiple chemical sensitivity ("chemical sensitivities"), insomnia ("insomnia"), lymphadenopathy ("swollen glands"), vision blurred ("blurred vision"), acne ("acne"), hypersensitivity ("allergic reaction"), increased tendency to bruise ("unexplained easy bruising"), tinnitus ("ringing in ears"), urinary tract infection ("uti"), pruritus generalised ("itching all over"), eye disorder ("weak eyes"), the second episode of hypoaesthesia ("numbness in hands and feet"), the second episode of dyspareunia ("severe pain during intercourse"), allergy to metals ("hypersensitivity reaction to nickel"), treatment noncompliance ("she not use any birth control or contraception at any time following your essure placement procedure"), injury ("suffering associated with her physical injuries"), the second episode of restless legs syndrome ("restless leg syndrome") and fear of death ("scared to death"). The patient was treated with hydrocodone, carisoprodol (soma), obetrol (adderall), alprazolam (xanax), surgery (left salpingo-oophorectomy and right salpingectomy.) And surgery (hysterectomy). Essure (ess205) was removed in january 2015. At the time of the report, the pelvic pain, staphylococcal infection, headache, burning sensation, pruritus, pain of skin, arthralgia and eye irritation had not resolved, the endometrial adenocarcinoma, middle east respiratory syndrome, depression suicidal, cardiac flutter, confusional state, depression, the last episode of feeling abnormal, alopecia, fatigue, anxiety, pain, muscle spasms, abdominal distension, weight fluctuation, amnesia, rash vesicular, tooth disorder, dysgeusia, urine odour abnormal, disturbance in attention, hyperhidrosis, body temperature fluctuation, back disorder, migraine, swelling, the last episode of eye swelling, photophobia, attention deficit/hyperactivity disorder, hirsutism, tremor, menorrhagia, dry eye, nausea, dyspepsia, gastrointestinal disorder, neuralgia, panic disorder, syncope, affective disorder, meralgia paraesthetica, vitamin d deficiency, hypoglycaemia, food allergy, multiple chemical sensitivity, insomnia, lymphadenopathy, vision blurred, acne, hypersensitivity, increased tendency to bruise, tinnitus, urinary tract infection, pruritus generalised, the last episode of dyspareunia and urticaria had resolved and the drug dependence, procedural pain, abdominal pain upper, back pain, furuncle, mass, swelling face, illness anxiety disorder, eye disorder, the last episode of hypoaesthesia, allergy to metals, pain in extremity, treatment noncompliance, injury, the last episode of restless legs syndrome and fear of death outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, acne, affective disorder, allergy to metals, alopecia, amnesia, anxiety, arthralgia, attention deficit/hyperactivity disorder, back disorder, back pain, body temperature fluctuation, burning sensation, cardiac flutter, confusional state, depression, depression suicidal, disturbance in attention, drug dependence, dry eye, dysgeusia, dyspepsia, endometrial adenocarcinoma, eye disorder, eye irritation, fatigue, fear of death, food allergy, furuncle, gastrointestinal disorder, headache, hirsutism, hyperhidrosis, hypersensitivity, hypoglycaemia, illness anxiety disorder, increased tendency to bruise, injury, insomnia, lymphadenopathy, mass, menorrhagia, meralgia paraesthetica, middle east respiratory syndrome, migraine, multiple chemical sensitivity, muscle spasms, nausea, neuralgia, pain, pain in extremity, pain of skin, panic disorder, pelvic pain, photophobia, procedural pain, pruritus, pruritus generalised, rash vesicular, staphylococcal infection, swelling, swelling face, syncope, tinnitus, tooth disorder, treatment noncompliance, tremor, urinary tract infection, urine odour abnormal, urticaria, vision blurred, vitamin d deficiency, weight fluctuation, the first episode of dyspareunia, the first episode of eye swelling, the first episode of feeling abnormal, the first episode of hypoaesthesia, the first episode of restless legs syndrome, the second episode of dyspareunia, the second episode of eye swelling, the second episode of feeling abnormal, the second episode of hypoaesthesia and the second episode of restless legs syndrome to be related to essure (ess205). The reporter commented: the removal date of essure was reported as jan2015 ( as per pfs) and (B)(6)2016 ( as per medical records). Concerning the injuries reported in this case, the following one/ones were reported via social media: fear of death, restless leg syndrome. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: event added per social media: restless legs syndrome, scared to death. Reporter added. Concomitant condition reporter added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pain'), endometrial adenocarcinoma ('complex endometrial hyperplasia with atypical endometrial endocarcinoma'), middle east respiratory syndrome ('mersa'), depression suicidal ('sadness and suicidal thought'), staphylococcal infection ('staph infections'), drug dependence ('narcotic use') and cardiac flutter ('heart flutters') in a 38-year-old female patient who had essure (ess205) (batch no. 824471 invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included iud nos. Other product or product use issues identified: treatment noncompliance "she not use any birth control or contraception at any time following your essure placement procedure". The patient's medical history included live birth in 2003, delivery in 2003, panic disorder from 1997 to 2011, live birth in 1990, live birth in 1988, sterilisation reversal, ovarian cyst, multigravida and endometritis. She denied of any complications of pregnancy or delivery. She also denied that she never had any problems that occurred at the time of her essure placement procedure. Previously administered products included for massive panic disorder: xanax from 1997 to 2011; for an unreported indication: ortho tricyclen from 1994 to 2006, yaz, nuvaring and iud. Concomitant products included fluoxetine, trazodone and valaciclovir. In (B)(6)2007, the patient had essure (ess205) inserted. On an unknown date, the patient started iud nos at an unspecified dose and frequency. In 2007, the patient experienced abdominal pain upper ("massive stomach pain / stomach pain cramping /contraction feelings in stomach"), back pain ("back pain / back pain cramping"), headache ("headache") and pain in extremity ("leg dull ache"). In 2008, the patient experienced staphylococcal infection (seriousness criterion medically significant), urticaria ("breaking out in hives"), the first episode of periorbital swelling ("eyes swollen shut"), burning sensation ("burning"), itching ("itching"), pain of skin ("stinging skin"), arthralgia ("joint pain") and eye irritation ("burning eyes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), middle east respiratory syndrome (seriousness criterion medically significant), depression suicidal (seriousness criterion medically significant), drug dependence (seriousness criterion medically significant), cardiac flutter (seriousness criterion medically significant), procedural pain ("essure placement was painful"), the first episode of dyspareunia ("pain during and after intercourse / painful intercourse /severe pain during intercourse/ sex pain"), feeling abnormal ("brain shocks"), confusional state ("confusion"), depression ("depression"), foggy feeling in head ("brain fog"), furuncle ("boils"), mass ("knots on face and head"), alopecia ("hair loss"), fatigue ("exhaustion"), swelling face ("face swelling"), anxiety ("anxiety/ mental anguish"), pain ("body aches / physical pain"), muscle spasms ("muscle spasms / leg and foot cramps"), abdominal distension ("bloating"), weight fluctuation ("weight gain and loss"), amnesia ("memory loss"), rash vesicular ("rashes with blisters"), tooth disorder ("teeth problems"), dysgeusia ("metal taste in mouth"), urine odour abnormal ("urine smelt like metal"), disturbance in attention ("loss of concentration"), hyperhidrosis ("night and day sweats"), illness anxiety disorder ("hypochondriac"), back disorder ("back problems"), the first episode of restless legs syndrome ("restless leg syndrome"), migraine ("migraines"), swelling ("body swelling"), the second episode of periorbital swelling ("eye swelling shut"), photophobia ("sensitivity to light (eyes)"), attention deficit/hyperactivity disorder ("adhd"), hirsutism ("excessive hair growth on face and neck"), tremor ("hands shake"), menorrhagia ("heavy menstrual cycles"), dry eye ("dry eyes"), nausea ("nausea"), dyspepsia ("heart burn"), gastrointestinal disorder ("bowl issues"), numbness ("numbness"), neuralgia ("nerve pain"), panic disorder ("massive panic disorder"), syncope ("fainting"), affective disorder ("mood disorders"), meralgia paraesthetica ("meralgia paresthetica"), vitamin d deficiency ("vitamin d deficiency"), hypoglycaemia ("hypoglycemia"), food allergy ("food sensitivities"), multiple chemical sensitivity ("chemical sensitivities"), insomnia ("insomnia"), lymphadenopathy ("swollen glands"), vision blurred ("blurred vision"), acne ("acne"), hypersensitivity ("allergic reaction"), increased tendency to bruise ("unexplained easy bruising"), tinnitus ("ringing in ears"), urinary tract infection ("uti"), itching all over ("itching all over"), eye disorder ("weak eyes"), hypoesthesia of gloves-socks type ("numbness in hands and feet"), the second episode of dyspareunia ("severe pain during intercourse"), allergy to metals ("hypersensitivity reaction to nickel"), injury ("suffering associated with her physical injuries"), the second episode of restless legs syndrome ("restless leg syndrome"), fear of death ("scared to death"), rash papular ("belly button is all bumps and all over my stomach, it itches and is so red and hot") and infection ("infection") and was found to have endometrial adenocarcinoma (seriousness criterion medically significant) and body temperature fluctuation ("temperature fluctuations"). The patient was treated with alprazolam (xanax), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), hydrocodone, muscle relaxants, centrally acting agents and surgery (left salpingo-oophorectomy and right salpingectomy. And hysterectomy). Essure (ess205) was removed in january 2015. At the time of the report, the pelvic pain, staphylococcal infection, headache, burning sensation, itching, pain of skin, arthralgia and eye irritation had not resolved, the endometrial adenocarcinoma, middle east respiratory syndrome, depression suicidal, cardiac flutter, feeling abnormal, confusional state, depression, foggy feeling in head, alopecia, fatigue, anxiety, pain, muscle spasms, abdominal distension, weight fluctuation, amnesia, rash vesicular, tooth disorder, dysgeusia, urine odour abnormal, disturbance in attention, hyperhidrosis, body temperature fluctuation, back disorder, migraine, swelling, the last episode of periorbital swelling, photophobia, attention deficit/hyperactivity disorder, hirsutism, tremor, menorrhagia, dry eye, nausea, dyspepsia, gastrointestinal disorder, numbness, neuralgia, panic disorder, syncope, affective disorder, meralgia paraesthetica, vitamin d deficiency, hypoglycaemia, food allergy, multiple chemical sensitivity, insomnia, lymphadenopathy, vision blurred, acne, hypersensitivity, increased tendency to bruise, tinnitus, urinary tract infection, itching all over, the last episode of dyspareunia and urticaria had resolved and the drug dependence, procedural pain, abdominal pain upper, back pain, furuncle, mass, swelling face, illness anxiety disorder, eye disorder, hypoesthesia of gloves-socks type, allergy to metals, pain in extremity, injury, the last episode of restless legs syndrome, fear of death, rash papular and infection outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, acne, affective disorder, allergy to metals, alopecia, amnesia, anxiety, arthralgia, attention deficit/hyperactivity disorder, back disorder, back pain, body temperature fluctuation, burning sensation, cardiac flutter, confusional state, depression, depression suicidal, disturbance in attention, drug dependence, dry eye, dysgeusia, dyspepsia, endometrial adenocarcinoma, eye disorder, eye irritation, fatigue, fear of death, feeling abnormal, food allergy, furuncle, gastrointestinal disorder, headache, hirsutism, hyperhidrosis, hypersensitivity, hypoglycaemia, illness anxiety disorder, increased tendency to bruise, infection, injury, insomnia, itching, lymphadenopathy, mass, menorrhagia, meralgia paraesthetica, middle east respiratory syndrome, migraine, multiple chemical sensitivity, muscle spasms, nausea, neuralgia, numbness, pain, pain in extremity, pain of skin, panic disorder, pelvic pain, photophobia, procedural pain, rash papular, rash vesicular, staphylococcal infection, swelling, swelling face, syncope, tinnitus, tooth disorder, tremor, urinary tract infection, urine odour abnormal, urticaria, vision blurred, vitamin d deficiency, weight fluctuation, the first episode of dyspareunia, the first episode of periorbital swelling, the first episode of restless legs syndrome, foggy feeling in head, hypoesthesia of gloves-socks type, itching all over, the second episode of dyspareunia, the second episode of periorbital swelling and the second episode of restless legs syndrome to be related to essure (ess205). The reporter commented: the removal date of essure was reported as (B)(6)2015 ( as per pfs) and (B)(6)2016 ( as per medical records). Concerning the injuries reported in this case, the following one/ones were reported via social media: fear of death, restless leg syndrome, infection, rash erythematous. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 16-oct-2019: this report was detected to be duplicate to record # us-bayer-2019-191676 (posted in social media) from which all information transferred to this case (us-bayer-2015-467732), then duplicate record # us-bayer-2019-191676 will be deleted. New: new events were reported: rash papular ('belly button is all bumps and all over my stomach, it itches and is so red and hot') and infection ('infection') incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 01-nov-2015. The most recent information was received on 14-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pain'), endometrial adenocarcinoma ('complex endometrial hyperplasia with atypical endometrial endocarcinoma'), middle east respiratory syndrome ('mersa'), depression suicidal ('sadness and suicidal thought'), staphylococcal infection ('staph infections'), drug dependence ('narcotic use') and cardiac flutter ('heart flutters') in a 38-year-old female patient who had essure (ess205) (batch no. 824471-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included iud nos. Other product or product use issues identified: treatment noncompliance "she not use any birth control or contraception at any time following your essure placement procedure". The patient's medical history included live birth in 2003, delivery in 2003, panic disorder from 1997 to 2011, live birth in 1990, live birth in 1988, sterilisation reversal, ovarian cyst, multigravida and endometritis. She denied of any complications of pregnancy or delivery. She also denied that she never had any problems that occurred at the time of her essure placement procedure. Previously administered products included for massive panic disorder: xanax from 1997 to 2011; for an unreported indication: ortho tricyclen from 1994 to 2006, yaz, nuvaring and iud. Concomitant products included fluoxetine, trazodone and valaciclovir. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient started iud nos. In 2007, the patient experienced abdominal pain upper ("massive stomach pain / stomach pain cramping /contraction feelings in stomach"), back pain ("back pain / back pain cramping"), headache ("headache") and pain in extremity ("leg dull ache"). In 2008, the patient experienced staphylococcal infection (seriousness criterion medically significant), urticaria ("breaking out in hives"), the first episode of periorbital swelling ("eyes swollen shut"), burning sensation ("burning"), itching ("itching"), pain of skin ("stinging skin"), arthralgia ("joint pain") and eye irritation ("burning eyes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), middle east respiratory syndrome (seriousness criterion medically significant), depression suicidal (seriousness criterion medically significant), drug dependence (seriousness criterion medically significant), cardiac flutter (seriousness criterion medically significant), procedural pain ("essure placement was painful"), the first episode of dyspareunia ("pain during and after intercourse / painful intercourse /severe pain during intercourse/ sex pain"), feeling abnormal ("brain shocks"), confusional state ("confusion"), depression ("depression"), foggy feeling in head ("brain fog"), furuncle ("boils"), mass ("knots on face and head"), alopecia ("hair loss"), fatigue ("exhaustion"), swelling face ("face swelling"), anxiety ("anxiety/ mental anguish"), pain ("body aches / physical pain"), muscle spasms ("muscle spasms / leg and foot cramps"), abdominal distension ("bloating"), weight fluctuation ("weight gain and loss"), amnesia ("memory loss"), rash vesicular ("rashes with blisters"), tooth disorder ("teeth problems"), dysgeusia ("metal taste in mouth"), urine odour abnormal ("urine smelt like metal"), disturbance in attention ("loss of concentration"), hyperhidrosis ("night and day sweats"), illness anxiety disorder ("hypochondriac"), back disorder ("back problems"), the first episode of restless legs syndrome ("restless leg syndrome"), migraine ("migraines"), swelling ("body swelling"), the second episode of periorbital swelling ("eye swelling shut"), photophobia ("sensitivity to light (eyes)"), attention deficit/hyperactivity disorder ("adhd"), hirsutism ("excessive hair growth on face and neck"), tremor ("hands shake"), menorrhagia ("heavy menstrual cycles"), dry eye ("dry eyes"), nausea ("nausea"), dyspepsia ("heart burn"), gastrointestinal disorder ("bowl issues"), numbness ("numbness"), neuralgia ("nerve pain"), panic disorder ("massive panic disorder"), syncope ("fainting"), affective disorder ("mood disorders"), meralgia paraesthetica ("meralgia paresthetica"), vitamin d deficiency ("vitamin d deficiency"), hypoglycaemia ("hypoglycemia"), food allergy ("food sensitivities"), multiple chemical sensitivity ("chemical sensitivities"), insomnia ("insomnia"), lymphadenopathy ("swollen glands"), vision blurred ("blurred vision"), acne ("acne"), hypersensitivity ("allergic reaction"), increased tendency to bruise ("unexplained easy bruising"), tinnitus ("ringing in ears"), urinary tract infection ("uti"), itching all over ("itching all over"), eye disorder ("weak eyes"), hypoesthesia of gloves-socks type ("numbness in hands and feet"), the second episode of dyspareunia ("severe pain during intercourse"), allergy to metals ("hypersensitivity reaction to nickel"), injury ("suffering associated with her physical injuries"), the second episode of restless legs syndrome ("restless leg syndrome"), fear of death ("scared to death"), rash papular ("belly button is all bumps and all over my stomach, it itches and is so red and hot"), infection ("infection") and muscle twitching ("eyelid twitching") and was found to have endometrial adenocarcinoma (seriousness criteria medically significant and intervention required) and body temperature fluctuation ("temperature fluctuations"). The patient was treated with alprazolam (xanax), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), hydrocodone, muscle relaxants, centrally acting agents and surgery (left salpingo-oophorectomy and right salpingectomy. And hysterectomy). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain, staphylococcal infection, headache, burning sensation, itching, pain of skin, arthralgia and eye irritation had not resolved, the endometrial adenocarcinoma, middle east respiratory syndrome, depression suicidal, cardiac flutter, feeling abnormal, confusional state, depression, foggy feeling in head, alopecia, fatigue, anxiety, pain, muscle spasms, abdominal distension, weight fluctuation, amnesia, rash vesicular, tooth disorder, dysgeusia, urine odour abnormal, disturbance in attention, hyperhidrosis, body temperature fluctuation, back disorder, migraine, swelling, the last episode of periorbital swelling, photophobia, attention deficit/hyperactivity disorder, hirsutism, tremor, menorrhagia, dry eye, nausea, dyspepsia, gastrointestinal disorder, numbness, neuralgia, panic disorder, syncope, affective disorder, meralgia paraesthetica, vitamin d deficiency, hypoglycaemia, food allergy, multiple chemical sensitivity, insomnia, lymphadenopathy, vision blurred, acne, hypersensitivity, increased tendency to bruise, tinnitus, urinary tract infection, itching all over, the last episode of dyspareunia and urticaria had resolved and the drug dependence, procedural pain, abdominal pain upper, back pain, furuncle, mass, swelling face, illness anxiety disorder, eye disorder, hypoesthesia of gloves-socks type, allergy to metals, pain in extremity, injury, the last episode of restless legs syndrome, fear of death, rash papular, infection and muscle twitching outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, acne, affective disorder, allergy to metals, alopecia, amnesia, anxiety, arthralgia, attention deficit/hyperactivity disorder, back disorder, back pain, body temperature fluctuation, burning sensation, cardiac flutter, confusional state, depression, depression suicidal, disturbance in attention, drug dependence, dry eye, dysgeusia, dyspepsia, endometrial adenocarcinoma, eye disorder, eye irritation, fatigue, fear of death, feeling abnormal, food allergy, furuncle, gastrointestinal disorder, headache, hirsutism, hyperhidrosis, hypersensitivity, hypoglycaemia, illness anxiety disorder, increased tendency to bruise, infection, injury, insomnia, itching, lymphadenopathy, mass, menorrhagia, meralgia paraesthetica, middle east respiratory syndrome, migraine, multiple chemical sensitivity, muscle spasms, muscle twitching, nausea, neuralgia, numbness, pain, pain in extremity, pain of skin, panic disorder, pelvic pain, photophobia, procedural pain, rash papular, rash vesicular, staphylococcal infection, swelling, swelling face, syncope, tinnitus, tooth disorder, tremor, urinary tract infection, urine odour abnormal, urticaria, vision blurred, vitamin d deficiency, weight fluctuation, the first episode of dyspareunia, the first episode of periorbital swelling, the first episode of restless legs syndrome, foggy feeling in head, hypoesthesia of gloves-socks type, itching all over, the second episode of dyspareunia, the second episode of periorbital swelling and the second episode of restless legs syndrome to be related to essure (ess205). The reporter commented: the removal date of essure was reported as (B)(6) 2015 ( as per pfs) and (B)(6) 2016 ( as per medical records). Concerning the injuries reported in this case, the following one/ones were reported via social media: fear of death, restless leg syndrome, infection, rash erythematous. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-jan-2020: plaintiff fact sheet received. Reporter information updated. Events: eyelid twitching. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736 -2162) on 01-nov-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pain'), endometrial adenocarcinoma ('complex endometrial hyperplasia with atypical endometrial endocarcinoma'), middle east respiratory syndrome ('mersa'), depression suicidal ('sadness and suicidal thought'), staphylococcal infection ('staph infections'), drug dependence ('narcotic use') and cardiac flutter ('heart flutters') in a 38-year-old female patient who had essure (ess205) (batch no. 824471-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included iud nos. Other product or product use issues identified: treatment noncompliance "she not use any birth control or contraception at any time following your essure placement procedure". The patient's medical history included live birth in 2003, delivery in 2003, panic disorder from 1997 to 2011, live birth in 1990, live birth in 1988, sterilisation reversal, ovarian cyst, multigravida and endometritis. She denied of any complications of pregnancy or delivery. She also denied that she never had any problems that occurred at the time of her essure placement procedure. Previously administered products included for massive panic disorder: xanax from 1997 to 2011; for an unreported indication: ortho tricyclen from 1994 to 2006, yaz, nuvaring and iud. Concomitant products included fluoxetine, trazodone and valaciclovir. On an unknown date, the patient started iud nos. In 2007, the patient experienced abdominal pain upper ("massive stomach pain / stomach pain cramping /contraction feelings in stomach"), back pain ("back pain / back pain cramping"), headache ("headache") and pain in extremity ("leg dull ache"). In (B)(6)2007, the patient had essure (ess205) inserted. In 2008, the patient experienced staphylococcal infection (seriousness criterion medically significant), urticaria ("breaking out in hives"), the first episode of periorbital swelling ("eyes swollen shut"), burning sensation ("burning"), itching ("itching"), pain of skin ("stinging skin"), arthralgia ("joint pain") and eye irritation ("burning eyes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), middle east respiratory syndrome (seriousness criterion medically significant), depression suicidal (seriousness criterion medically significant), drug dependence (seriousness criterion medically significant), cardiac flutter (seriousness criterion medically significant), procedural pain ("essure placement was painful"), the first episode of dyspareunia ("pain during and after intercourse / painful intercourse /severe pain during intercourse/ sex pain"), feeling abnormal ("brain shocks"), confusional state ("confusion"), depression ("depression"), foggy feeling in head ("brain fog"), furuncle ("boils"), mass ("knots on face and head"), alopecia ("hair loss"), fatigue ("exhaustion"), swelling face ("face swelling"), anxiety ("anxiety/ mental anguish"), pain ("body aches / physical pain"), muscle spasms ("muscle spasms / leg and foot cramps"), abdominal distension ("bloating"), weight fluctuation ("weight gain and loss"), amnesia ("memory loss"), rash vesicular ("rashes with blisters"), tooth disorder ("teeth problems"), dysgeusia ("metal taste in mouth"), urine odour abnormal ("urine smelt like metal"), disturbance in attention ("loss of concentration"), hyperhidrosis ("night and day sweats"), illness anxiety disorder ("hypochondriac"), back disorder ("back problems"), the first episode of restless legs syndrome ("restless leg syndrome"), migraine ("migraines"), swelling ("body swelling"), the second episode of periorbital swelling ("eye swelling shut"), photophobia ("sensitivity to light (eyes)"), attention deficit/hyperactivity disorder ("adhd"), hirsutism ("excessive hair growth on face and neck"), tremor ("hands shake"), menorrhagia ("heavy menstrual cycles"), dry eye ("dry eyes"), nausea ("nausea"), dyspepsia ("heart burn"), gastrointestinal disorder ("bowl issues"), numbness ("numbness"), neuralgia ("nerve pain"), panic disorder ("massive panic disorder"), syncope ("fainting"), affective disorder ("mood disorders"), meralgia paraesthetica ("meralgia paresthetica"), vitamin d deficiency ("vitamin d deficiency"), hypoglycaemia ("hypoglycemia"), food allergy ("food sensitivities"), multiple chemical sensitivity ("chemical sensitivities"), insomnia ("insomnia"), lymphadenopathy ("swollen glands"), vision blurred ("blurred vision"), acne ("acne"), hypersensitivity ("allergic reaction"), increased tendency to bruise ("unexplained easy bruising"), tinnitus ("ringing in ears"), urinary tract infection ("uti"), itching all over ("itching all over"), eye disorder ("weak eyes"), hypoesthesia of gloves-socks type ("numbness in hands and feet"), the second episode of dyspareunia ("severe pain during intercourse"), allergy to metals ("hypersensitivity reaction to nickel"), injury ("suffering associated with her physical injuries"), the second episode of restless legs syndrome ("restless leg syndrome"), fear of death ("scared to death"), rash papular ("belly button is all bumps and all over my stomach, it itches and is so red and hot"), infection ("infection"), blepharospasm ("eyelid twitching") and flatulence ("gas") and was found to have endometrial adenocarcinoma (seriousness criterion medically significant) and body temperature fluctuation ("temperature fluctuations"). The patient was treated with alprazolam (xanax), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), hydrocodone, muscle relaxants, centrally acting agents and surgery (left salpingo-oophorectomy and right salpingectomy. And hysterectomy). Essure (ess205) was removed in (B)(6)2015. At the time of the report, the pelvic pain, staphylococcal infection, headache, burning sensation, itching, pain of skin, arthralgia and eye irritation had not resolved, the endometrial adenocarcinoma, middle east respiratory syndrome, depression suicidal, cardiac flutter, feeling abnormal, confusional state, depression, foggy feeling in head, alopecia, fatigue, anxiety, pain, muscle spasms, abdominal distension, weight fluctuation, amnesia, rash vesicular, tooth disorder, dysgeusia, urine odour abnormal, disturbance in attention, hyperhidrosis, body temperature fluctuation, back disorder, migraine, swelling, the last episode of periorbital swelling, photophobia, attention deficit/hyperactivity disorder, hirsutism, tremor, menorrhagia, dry eye, nausea, dyspepsia, gastrointestinal disorder, numbness, neuralgia, panic disorder, syncope, affective disorder, meralgia paraesthetica, vitamin d deficiency, hypoglycaemia, food allergy, multiple chemical sensitivity, insomnia, lymphadenopathy, vision blurred, acne, hypersensitivity, increased tendency to bruise, tinnitus, urinary tract infection, itching all over, the last episode of dyspareunia and urticaria had resolved and the drug dependence, procedural pain, abdominal pain upper, back pain, furuncle, mass, swelling face, illness anxiety disorder, eye disorder, hypoesthesia of gloves-socks type, allergy to metals, pain in extremity, injury, the last episode of restless legs syndrome, fear of death, rash papular, infection, blepharospasm and flatulence outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, acne, affective disorder, allergy to metals, alopecia, amnesia, anxiety, arthralgia, attention deficit/hyperactivity disorder, back disorder, back pain, blepharospasm, body temperature fluctuation, burning sensation, cardiac flutter, confusional state, depression, depression suicidal, disturbance in attention, drug dependence, dry eye, dysgeusia, dyspepsia, endometrial adenocarcinoma, eye disorder, eye irritation, fatigue, fear of death, feeling abnormal, flatulence, food allergy, furuncle, gastrointestinal disorder, headache, hirsutism, hyperhidrosis, hypersensitivity, hypoglycaemia, illness anxiety disorder, increased tendency to bruise, infection, injury, insomnia, itching, lymphadenopathy, mass, menorrhagia, meralgia paraesthetica, middle east respiratory syndrome, migraine, multiple chemical sensitivity, muscle spasms, nausea, neuralgia, numbness, pain, pain in extremity, pain of skin, panic disorder, pelvic pain, photophobia, procedural pain, rash papular, rash vesicular, staphylococcal infection, swelling, swelling face, syncope, tinnitus, tooth disorder, tremor, urinary tract infection, urine odour abnormal, urticaria, vision blurred, vitamin d deficiency, weight fluctuation, the first episode of dyspareunia, the first episode of periorbital swelling, the first episode of restless legs syndrome, foggy feeling in head, hypoesthesia of gloves-socks type, itching all over, the second episode of dyspareunia, the second episode of periorbital swelling and the second episode of restless legs syndrome to be related to essure (ess205). The reporter commented: the removal date of essure was reported as (B)(6)2015 ( as per pfs) and (B)(6)2016 ( as per medical records). Concerning the injuries reported in this case, the following one/ones were reported via social media: fear of death, restless leg syndrome, infection, rash erythematous. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: plaintiff fact sheet received: reporter was added, event gas added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736 -2162) on 01-nov-2015. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pain') in a 38-year-old female patient who had essure (ess205) (batch no. 824471-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included iud nos. Other product or product use issues identified: treatment noncompliance "she not use any birth control or contraception at any time following your essure placement procedure". The patient's medical history included live birth in 2003, delivery in 2003, panic disorder from 1997 to 2011, live birth in 1990, live birth in 1988, sterilisation reversal, ovarian cyst, multigravida and endometritis. She denied of any complications of pregnancy or delivery. She also denied that she never had any problems that occurred at the time of her essure placement procedure. Previously administered products included for massive panic disorder: xanax from 1997 to 2011; for an unreported indication: ortho tricyclen from 1994 to 2006, yaz, nuvaring and iud. Concomitant products included fluoxetine, trazodone and valaciclovir. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient started iud nos. In 2007, the patient experienced abdominal pain upper ("massive stomach pain / stomach pain cramping /contraction feelings in stomach"), back pain ("back pain / back pain cramping"), headache ("headache") and pain in extremity ("leg dull ache"). In 2008, the patient experienced staphylococcal infection ("staph infections"), urticaria ("breaking out in hives"), the first episode of periorbital swelling ("eyes swollen shut"), burning sensation ("burning"), itching ("itching"), pain of skin ("stinging skin"), arthralgia ("joint pain") and eye irritation ("burning eyes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), middle east respiratory syndrome ("mersa"), depression suicidal ("sadness and suicidal thought"), drug dependence ("narcotic use"), cardiac flutter ("heart flutters"), procedural pain ("essure placement was painful"), the first episode of dyspareunia ("pain during and after intercourse / painful intercourse /severe pain during intercourse/ sex pain"), feeling abnormal ("brain shocks"), confusional state ("confusion"), depression ("depression"), foggy feeling in head ("brain fog"), furuncle ("boils"), mass ("knots on face and head"), alopecia ("hair loss"), fatigue ("exhaustion"), swelling face ("face swelling"), anxiety ("anxiety/ mental anguish"), pain ("body aches / physical pain"), muscle spasms ("muscle spasms / leg and foot cramps"), abdominal distension ("bloating"), weight fluctuation ("weight gain and loss"), amnesia ("memory loss"), rash vesicular ("rashes with blisters"), tooth disorder ("teeth problems"), dysgeusia ("metal taste in mouth"), urine odour abnormal ("urine smelt like metal"), disturbance in attention ("loss of concentration"), hyperhidrosis ("night and day sweats"), illness anxiety disorder ("hypochondriac"), back disorder ("back problems"), the first episode of restless legs syndrome ("restless leg syndrome"), migraine ("migraines"), swelling ("body swelling"), the second episode of periorbital swelling ("eye swelling shut"), photophobia ("sensitivity to light (eyes)"), attention deficit/hyperactivity disorder ("adhd"), hirsutism ("excessive hair growth on face and neck"), tremor ("hands shake"), menorrhagia ("heavy menstrual cycles"), dry eye ("dry eyes"), nausea ("nausea"), dyspepsia ("heart burn"), gastrointestinal disorder ("bowl issues"), numbness ("numbness"), neuralgia ("nerve pain"), panic disorder ("massive panic disorder"), syncope ("fainting"), affective disorder ("mood disorders"), meralgia paraesthetica ("meralgia paresthetica"), vitamin d deficiency ("vitamin d deficiency"), hypoglycaemia ("hypoglycemia"), food allergy ("food sensitivities"), multiple chemical sensitivity ("chemical sensitivities"), insomnia ("insomnia"), lymphadenopathy ("swollen glands"), vision blurred ("blurred vision"), acne ("acne"), hypersensitivity ("allergic reaction"), increased tendency to bruise ("unexplained easy bruising"), tinnitus ("ringing in ears"), urinary tract infection ("uti"), itching all over ("itching all over"), eye disorder ("weak eyes"), hypoesthesia of gloves-socks type ("numbness in hands and feet"), the second episode of dyspareunia ("severe pain during intercourse"), allergy to metals ("hypersensitivity reaction to nickel"), injury ("suffering associated with her physical injuries"), the second episode of restless legs syndrome ("restless leg syndrome"), fear of death ("scared to death"), rash papular ("belly button is all bumps and all over my stomach, it itches and is so red and hot"), infection ("infection"), blepharospasm ("eyelid twitching"), flatulence ("gas") and postoperative pain ("tummy incision sore") and was found to have endometrial adenocarcinoma ("complex endometrial hyperplasia with atypical endometrial endocarcinoma") and body temperature fluctuation ("temperature fluctuations"). The patient was treated with alprazolam (xanax), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), hydrocodone, muscle relaxants, centrally acting agents and surgery (left salpingo-oophorectomy and right salpingectomy.). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain, staphylococcal infection, headache, burning sensation, itching, pain of skin, arthralgia, eye irritation, flatulence and postoperative pain had not resolved, the endometrial adenocarcinoma, middle east respiratory syndrome, depression suicidal, cardiac flutter, feeling abnormal, confusional state, depression, foggy feeling in head, alopecia, fatigue, anxiety, pain, muscle spasms, abdominal distension, weight fluctuation, amnesia, rash vesicular, tooth disorder, dysgeusia, urine odour abnormal, disturbance in attention, hyperhidrosis, body temperature fluctuation, back disorder, migraine, swelling, the last episode of periorbital swelling, photophobia, attention deficit/hyperactivity disorder, hirsutism, tremor, menorrhagia, dry eye, nausea, dyspepsia, gastrointestinal disorder, numbness, neuralgia, panic disorder, syncope, affective disorder, meralgia paraesthetica, vitamin d deficiency, hypoglycaemia, food allergy, multiple chemical sensitivity, insomnia, lymphadenopathy, vision blurred, acne, hypersensitivity, increased tendency to bruise, tinnitus, urinary tract infection, itching all over, the last episode of dyspareunia and urticaria had resolved and the drug dependence, procedural pain, abdominal pain upper, back pain, furuncle, mass, swelling face, illness anxiety disorder, eye disorder, hypoesthesia of gloves-socks type, allergy to metals, pain in extremity, injury, the last episode of restless legs syndrome, fear of death, rash papular, infection and blepharospasm outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, acne, affective disorder, allergy to metals, alopecia, amnesia, anxiety, arthralgia, attention deficit/hyperactivity disorder, back disorder, back pain, blepharospasm, body temperature fluctuation, burning sensation, cardiac flutter, confusional state, depression, depression suicidal, disturbance in attention, drug dependence, dry eye, dysgeusia, dyspepsia, endometrial adenocarcinoma, eye disorder, eye irritation, fatigue, fear of death, feeling abnormal, flatulence, food allergy, furuncle, gastrointestinal disorder, headache, hirsutism, hyperhidrosis, hypersensitivity, hypoglycaemia, illness anxiety disorder, increased tendency to bruise, infection, injury, insomnia, itching, lymphadenopathy, mass, menorrhagia, meralgia paraesthetica, middle east respiratory syndrome, migraine, multiple chemical sensitivity, muscle spasms, nausea, neuralgia, numbness, pain, pain in extremity, pain of skin, panic disorder, pelvic pain, photophobia, procedural pain, rash papular, rash vesicular, staphylococcal infection, swelling, swelling face, syncope, tinnitus, tooth disorder, tremor, urinary tract infection, urine odour abnormal, urticaria, vision blurred, vitamin d deficiency, weight fluctuation, the first episode of dyspareunia, the first episode of periorbital swelling, the first episode of restless legs syndrome, foggy feeling in head, hypoesthesia of gloves-socks type, itching all over, postoperative pain, the second episode of dyspareunia, the second episode of periorbital swelling and the second episode of restless legs syndrome to be related to essure (ess205). The reporter commented: the removal date of essure was reported as (B)(6) 2015 ( as per pfs) and (B)(6) 2016 ( as per medical records). Concerning the injuries reported in this case, the following one/ones were reported via social media: fear of death, restless leg syndrome, infection, rash erythematous. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: content of social media received. Outcome of flatulence changed to not recovered. New event of procedural pain was added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 01-nov-2015. The most recent information was received on 04-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pain') in a 38-year-old female patient who had essure (ess205) (batch no. 824471-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included iud nos. Other product or product use issues identified: treatment noncompliance "she not use any birth control or contraception at any time following your essure placement procedure". The patient's medical history included live birth in 2003, delivery in 2003, panic disorder from 1997 to 2011, live birth in 1990, live birth in 1988, sterilisation reversal, ovarian cyst, multigravida and endometritis. She denied of any complications of pregnancy or delivery. She also denied that she never had any problems that occurred at the time of her essure placement procedure. Previously administered products included for massive panic disorder: xanax from 1997 to 2011; for an unreported indication: ortho tricyclen from 1994 to 2006, yaz, nuvaring and iud. Concomitant products included fluoxetine, trazodone and valaciclovir. On an unknown date, the patient started iud nos. In 2007, the patient experienced abdominal pain upper ("massive stomach pain / stomach pain cramping /contraction feelings in stomach"), back pain ("back pain / back pain cramping"), headache ("headache") and pain in extremity ("leg dull ache"). In (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced staphylococcal infection ("staph infections"), urticaria ("breaking out in hives"), the first episode of periorbital swelling ("eyes swollen shut"), burning sensation ("burning"), itching ("itching"), pain of skin ("stinging skin"), arthralgia ("joint pain") and eye irritation ("burning eyes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), middle east respiratory syndrome ("mersa"), depression suicidal ("sadness and suicidal thought"), drug dependence ("narcotic use"), cardiac flutter ("heart flutters"), procedural pain ("essure placement was painful"), the first episode of dyspareunia ("pain during and after intercourse / painful intercourse /severe pain during intercourse/ sex pain"), feeling abnormal ("brain shocks"), confusional state ("confusion"), depression ("depression"), foggy feeling in head ("brain fog"), furuncle ("boils"), mass ("knots on face and head"), alopecia ("hair loss"), fatigue ("exhaustion"), swelling face ("face swelling"), anxiety ("anxiety/ mental anguish"), pain ("body aches / physical pain"), muscle spasms ("muscle spasms / leg and foot cramps"), abdominal distension ("bloating"), weight fluctuation ("weight gain and loss"), amnesia ("memory loss"), rash vesicular ("rashes with blisters"), tooth disorder ("teeth problems"), dysgeusia ("metal taste in mouth"), urine odour abnormal ("urine smelt like metal"), disturbance in attention ("loss of concentration"), hyperhidrosis ("night and day sweats"), illness anxiety disorder ("hypochondriac"), back disorder ("back problems"), the first episode of restless legs syndrome ("restless leg syndrome"), migraine ("migraines"), swelling ("body swelling"), the second episode of periorbital swelling ("eye swelling shut"), photophobia ("sensitivity to light (eyes)"), attention deficit hyperactivity disorder ("adhd"), hirsutism ("excessive hair growth on face and neck"), tremor ("hands shake"), menorrhagia ("heavy menstrual cycles"), dry eye ("dry eyes"), nausea ("nausea"), dyspepsia ("heart burn"), gastrointestinal disorder ("bowl issues"), numbness ("numbness"), neuralgia ("nerve pain"), panic disorder ("massive panic disorder"), syncope ("fainting"), affective disorder ("mood disorders"), meralgia paraesthetica ("meralgia paresthetica"), vitamin d deficiency ("vitamin d deficiency"), hypoglycaemia ("hypoglycemia"), food allergy ("food sensitivities"), multiple chemical sensitivity ("chemical sensitivities"), insomnia ("insomnia"), lymphadenopathy ("swollen glands"), vision blurred ("blurred vision"), acne ("acne"), hypersensitivity ("allergic reaction"), increased tendency to bruise ("unexplained easy bruising"), tinnitus ("ringing in ears"), urinary tract infection ("uti"), itching all over ("itching all over"), eye disorder ("weak eyes"), hypoesthesia of gloves-socks type ("numbness in hands and feet"), the second episode of dyspareunia ("severe pain during intercourse"), allergy to metals ("hypersensitivity reaction to nickel"), injury ("suffering associated with her physical injuries"), the second episode of restless legs syndrome ("restless leg syndrome"), fear of death ("scared to death"), rash papular ("belly button is all bumps and all over my stomach, it itches and is so red and hot"), infection ("infection"), blepharospasm ("eyelid twitching"), flatulence ("gas") and postoperative pain ("tummy incision sore") and was found to have endometrial adenocarcinoma ("complex endometrial hyperplasia with atypical endometrial endocarcinoma") and body temperature fluctuation ("temperature fluctuations"). The patient was treated with alprazolam (xanax), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), hydrocodone, muscle relaxants, centrally acting agents and surgery (left salpingo-oophorectomy and right salpingectomy.). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain, staphylococcal infection, headache, burning sensation, itching, pain of skin, arthralgia, eye irritation, flatulence and postoperative pain had not resolved, the endometrial adenocarcinoma, middle east respiratory syndrome, depression suicidal, cardiac flutter, feeling abnormal, confusional state, depression, foggy feeling in head, alopecia, fatigue, anxiety, pain, muscle spasms, abdominal distension, weight fluctuation, amnesia, rash vesicular, tooth disorder, dysgeusia, urine odour abnormal, disturbance in attention, hyperhidrosis, body temperature fluctuation, back disorder, migraine, swelling, the last episode of periorbital swelling, photophobia, attention deficit hyperactivity disorder, hirsutism, tremor, menorrhagia, dry eye, nausea, dyspepsia, gastrointestinal disorder, numbness, neuralgia, panic disorder, syncope, affective disorder, meralgia paraesthetica, vitamin d deficiency, hypoglycaemia, food allergy, multiple chemical sensitivity, insomnia, lymphadenopathy, vision blurred, acne, hypersensitivity, increased tendency to bruise, tinnitus, urinary tract infection, itching all over, the last episode of dyspareunia and urticaria had resolved and the drug dependence, procedural pain, abdominal pain upper, back pain, furuncle, mass, swelling face, illness anxiety disorder, eye disorder, hypoesthesia of gloves-socks type, allergy to metals, pain in extremity, injury, the last episode of restless legs syndrome, fear of death, rash papular, infection and blepharospasm outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, acne, affective disorder, allergy to metals, alopecia, amnesia, anxiety, arthralgia, attention deficit hyperactivity disorder, back disorder, back pain, blepharospasm, body temperature fluctuation, burning sensation, cardiac flutter, confusional state, depression, depression suicidal, disturbance in attention, drug dependence, dry eye, dysgeusia, dyspepsia, endometrial adenocarcinoma, eye disorder, eye irritation, fatigue, fear of death, feeling abnormal, flatulence, food allergy, furuncle, gastrointestinal disorder, headache, hirsutism, hyperhidrosis, hypersensitivity, hypoglycaemia, illness anxiety disorder, increased tendency to bruise, infection, injury, insomnia, itching, lymphadenopathy, mass, menorrhagia, meralgia paraesthetica, middle east respiratory syndrome, migraine, multiple chemical sensitivity, muscle spasms, nausea, neuralgia, numbness, pain, pain in extremity, pain of skin, panic disorder, pelvic pain, photophobia, procedural pain, rash papular, rash vesicular, staphylococcal infection, swelling, swelling face, syncope, tinnitus, tooth disorder, tremor, urinary tract infection, urine odour abnormal, urticaria, vision blurred, vitamin d deficiency, weight fluctuation, the first episode of dyspareunia, the first episode of periorbital swelling, the first episode of restless legs syndrome, foggy feeling in head, hypoesthesia of gloves-socks type, itching all over, postoperative pain, the second episode of dyspareunia, the second episode of periorbital swelling and the second episode of restless legs syndrome to be related to essure (ess205). The reporter commented: the removal date of essure was reported as (B)(6) 2015 ( as per pfs) and (B)(6) 2016 ( as per medical records). Concerning the injuries reported in this case, the following one/ones were reported via social media: fear of death, restless leg syndrome, infection, rash erythematous. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 4-may-2020: addition of ptc results. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736 -2162) on 01-nov-2015. The most recent information was received on 15-nov-2017, this case became legal. Plaintiff fact sheet was received. This spontaneous case reported by lawyer describes the occurrence of pelvic pain (severe and persistent pain, serious due to medical significance and intervention required), endometrial cancer (complex endometrial hyperplasia with atypical endometrial endocarcinoma), (B)(6), depression suicidal (sadness and suicidal thought), staphylococcal infection (staph infections), drug dependence (narcotic use) and cardiac flutter (heart flutters) in a (B)(6) female patient who had essure inserted. Other non-serious events are listed below. As historical condition: tubal reversal, pregnancy 3, delivery-3, left ovarian cyst and panic disorder. As historical drug: nuvaring, iud, yaz, ortho tricycle, xanax. Essure (ess 205, lot number 824471) was inserted in (B)(6) 2007. In 2007, she had headache and leg dull ache. In 2008, she had breaking out in hives, eyes swollen shut, staph infections, burning, itching, stinging skin, joint pain, burning eyes. On an unknown date she experienced procedural pain, abdominal pain upper, back pain, dyspareunia, feeling abnormal (¿brain shocks¿), confusional state, depression, feeling abnormal (¿brain fog¿), furuncle, mass, alopecia, fatigue, swelling face, anxiety, pain, muscle spasms, abdominal distension, weight fluctuation, amnesia, rash vesicular, tooth disorder, dysgeusia, urine odour abnormal, disturbance in attention, hyperhidrosis, body temperature fluctuation, hypochondriasis, back problems, restless leg syndrome, complex endometrial hyperplasia, atypical endometrial endocarcinoma, migraines, back problems, restless leg syndrome, endometrial cancer, migraines, swelling, photophobia, adhd, hair growth abnormal, tremor, menorrhagia, dry eye, nausea, dyspepsia, gastrointestinal disorder, hypoaesthesia, neuralgia, panic disorder, fainting, mood disorders, allergy to metals, dyspareunia, eye disorder, pruritus, uti, tinnitus, contusion, allergic reaction, acne, vision blurred, swollen glands, insomnia, chemical sensitivity, food allergy, hypoglycemia, vitamin d def, meralgia paraesthethica and injury nos. The patient was treated with surgery (left salpingo-oophorectomy and right salpingectomy). Essure was removed in (B)(6) 2015. Pelvic pain and staphylococcal infection had not recovered at the time of report. Endometrial cancer, middle east respiratory syndrome, depression suicidal and cardiac flutter had recovered. The outcome of rug dependence was unknown. The reporter considered all the above events to be related to essure. The reporter comments: the removal date of essure was reported as (B)(6) 2015 ( as per pfs) and (B)(6) 2016 ( as per medical records). The most recent follow-up information was received on 15-nov-2017: reporters and patient´s medical history were updated. Lot number. Pelvic pain, endometrial cancer, endometrial hyperplasia, mers, sadness and suicidal thought, headache, leg dull ache, urticaria, eyes swollen shut, staph infections, burning, itching , stinging skin, joint pain, burning eyes, severe and persistent pain, back problems, restless leg syndrome, endometrial cancer, migraines, swelling, photophobia, cardiac flutter, adhd, hair growth abnormal, tremor, menorrhagia, dry eye, nausea, dyspepsia, gastrointestinal disorder, hypoaesthesia, neuralgia, panic disorder, fainting, mood disorders, allergy to metals, dyspareunia, eye disorder, pruritus, uti, tinnitus, contusion, allergic reaction, acne, vision blurred, swollen glands, insomnia, chemical sensitivity, food allergy, hypoglycemia, vit d def, meralgia paraesthethica were added. In (B)(6) 2016, she had removed essure device. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.